Event description:
The facility reported an infuso r pump with "plate cannot slide in the outside is broken". It is unknown when this condition occurred or in which department. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with "plate cannot slide in the outside is broken" was not confirmed during device evaluation. The device was a stay in unit and not repaired at the time. Additional information: a device history record review was performed finding that there were exceptions, nonconformities, and/or reworks that occurred during the manufacturing of the complaint lot or serial number. Specifically, the "data card has been discarded per retention period documented on 20j." A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.